Event description:
It was reported that during use of the intra aortic balloon, blood was noticed leaking back into the repositioning sleeve. The intra aortic balloon was removed and replaced without any complications.